Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the clips did not advance properly and the instrument jammed. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.